Manufacturer narrative:
(B)(4)

Event description:
Reportedly, unexplained noise was observed on the ventricular egm with &#32978;oss-talk&#38927;n the atrial egm channel. The subject ICD was explanted and will be returned for analysis.

Manufacturer narrative:
.

Event description:
Reportedly, unexplained noise was observed on the ventricular egm with 'cross-talk' on the atrial egm channel. The subject ICD was explanted and will be returned for analysis.

Event description:
Reportedly, unexplained noise was observed on the ventricular egm with ¿cross-talk¿ on the atrial egm channel. The subject ICD was explanted and will be returned for analysis.

Event description:
Reportedly, unexplained noise was observed on the ventricular egm with 'cross-talk' on the atrial egm channel. The subject ICD was explanted and will be returned for analysis.